Manufacturer narrative:
A cracked reservoir tube lip and cracked case near display window corners were noted during the visual inspection. Moisture damage was noted on the display board and mother board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was exposed to fluid. Customer stated there was fluid under the liquid crystal display. Troubleshooting was done. No blood glucose reading provided. No further information provided.